Manufacturer narrative:
The device history record (DHR) that the devices met all material, assembly and performance specifications. During the visual inspection, the balloon catheter shaft was found perforated. The flowgate inflation tubing was ruptured/perforated. The shaft was scraped/deformed close to the rupture. The flowgate was wrinkled along its proximal shaft, middle shaft and distal shaft. The flowgate balloon section was examined, no anomalies were observed. During functional testing, the flowgate device was prepped per the dfu for balloon inflation testing. Attempts were made to inflate the balloon. It was found that the balloon failed to inflate with air because of the perforation/holes in the inflating tubing. When water was used, the balloon failed to inflate. It was leaking at 53.0 cm and also 63.0 cm from its proximal during the inflation testing. The balloon could not be inflated. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu, continuous flush was maintained, the defect was observed after withdrawing the device from the patient, the anatomy was extremely tortuous with enormous calcifications, and there was resistance when advancing the catheter in the patient's anatomy. Based on the information provided and analysis of the device, it appears the balloon catheter shaft was damaged (wrinkled, scraped, and perforated) while being advanced against resistance due to the patient's tortuous anatomy. The balloon failed to inflate, and leakage was observed during functional testing due to the perforations in the inflation tubing. A probable cause of procedural factors was assigned to the reported event and analyzed anomalies since the issues are associated with a product that met stryker design and manufacture specifications and was used in accordance with the dfu, but device performance was limited due to procedural and/or anatomical factors during use.

Event description:
Analysis of the returned device revealed that the balloon catheter shaft was found with perforation/ruptured. And the balloon catheter shaft leaked. There were no clinical consequences to the patient reported.